Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the patient to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.